Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 100% to 5% after being connected to a power source. The pump subsequently shut off due to insufficient power. The customer reconnected the pump to a power source and was able to turn the pump back on. Once the pump was on the battery level was noted to be low and the pump shut off again. The pump was unable to be turned back on. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event.